Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, patient information, and initial reporter, but further information was unable to be obtained. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a balloon rupture occurred. A 12.0mm x 40mm x 75cm athletis balloon catheter was selected for percutaneous transluminal angioplasty (pta) of a central lesion. However, during the procedure, it was noted that a balloon rupture occurred just before reaching the pressure. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, patient information, and initial reporter, but further information was unable to be obtained. If additional details become available, a supplemental report will be submitted. Device evaluated by MFR: an athletis device was returned to our post market quality assurance laboratory. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 20 atmospheres as per athletis specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 13mm distal from the proximal markerband. A visual and tactile examination identified no kinks or damage to the shaft and tip of the device. This concludes the product analysis.

Event description:
It was reported that a balloon rupture occurred. A 12.0mm x 40mm x 75cm athletis balloon catheter was selected for percutaneous transluminal angioplasty (pta) of a central lesion. However, during the procedure, it was noted that a balloon rupture occurred just before reaching the pressure. The procedure was completed with another of the same device. There were no patient complications as a result of this event.